Event description:
It was reported that during use it was discovered that the stopcock was clogged with a bd stopcock q-syte wht 360deg nonsterile. The following information was provided by the initial reporter, translated from japanese to english: the stopcock with a mark was clog.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8037975. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the submitted device was subjected to occlusion testing and found to be operating as expected under the parameters established by product specifications. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Medical device expiration date: n/a. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the stopcock was clogged with a bd stopcock q-syte wht 360deg nonsterile. The following information was provided by the initial reporter, translated from japanese to english: the stopcock with a mark was clog.